Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue during priming process, and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1884. Troubleshooting was performed. The customer reported being unable to exit load reservoir process. Attempted to complete again but the pump did not complete the load reservoir process. The customer was able to assemble a new infusion set and reservoir. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-399a. Mmt-1884 was requested and customer response was the device would be returned.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime/fill noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 20:01:07.000 during rewind, (B)(6) 2025 20:03:39.000 during rewind, (B)(6) 2025 20:30:08.000 during rewind and (B)(6) 2025 23:50:08.000 during rewind in the pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on motor. The following were noted during visual inspection: corroded home switch, cracked keypad overlay, scratched case and label damage. No delivery/occlusion alarm, unexpected insulin flow blocked alarm and prime/fill anomaly were not confirmed during testing. Exposed to moisture damage confirmed due to corroded home switch on motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.